Event description:
It was reported that after wearing the pod, the patient developed a red, itchy rash with eczema at the site. The patient is treating with creams (mildison, astion, locobase eczema and benadryl capsules). No other information was provided on this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.